Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple medical device types: fpa. Multiple common device names: intravascular administration set. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection set had air bubbles in tubing. No serious injury or medical intervention.